Event description:
Further information was received indicating that the surgical intervention was for patient comfort only and not to preclude a serious injury.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The patient was referred for repositioning surgery after alleging that their device had migrated. During surgery the physician assessed that the stitch was still in tact and that the patient's skin was very elastic and the patient was very thin so it appeared that the device had migrated but it wasn't flipped or moved. The patient had complained that the device was uncomfortable so the physician moved the device further into the pocket. No other relevant information has been received to date.